Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/21/2016 with the following findings: during testing, the piezo did not pass the audible test therefore the audible alarm was not operational. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a non-operating audible alarm. This report is made based on results of investigation completed on 12/21/2016.